Manufacturer narrative:
D10: the device was received on may 26, 2020 for evaluation. H10: received one used list# 01c-42640-06, transpac® IV monitoring kit with safeset¿ reservoir and blood sampling port, 152 cm (60") tubing, disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount). Lot# 3998644. The reported complaint of pressure line separated was confirmed. During visual inspections, the 27" pressure tubing was found separated from the safeset port and the 3" pressure tubing was also found separated from the safeset port. The probable cause of the separation of the pressure tubing had occurred due to insufficient solvent applied during the assembly process. A device history review (DHR) lot# 3998644 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a transpac IV monitoring kit. The events occurred during infusion. The events were not detected prior to direct patient use. The involved medication was heparin saline, and the sets were used with a philips monitor for bp monitoring. The reporter stated the pressure line separated from the blood-withdrawn port. The devices were replaced and no further problems encountered. There was patient involvement, however, no blood loss, no adverse event, and no medical intervention was required. The current status of the patient was returned to baseline condition.